Manufacturer narrative:
Upon receiving the device involved in the MDR event from a distributor, nakanishi conducted a failure analysis of the returned device [(B)(4)]. These activities are described in more details below. Methodology used: nakanishi examined the device history record and the repair history for the subject ba101 [serial number (B)(4) (ba001) / (B)(4) (ba100)]. There were no problems observed during the manufacturing or testing noted in the DHR. There were also no repair history records since the device was shipped. Nakanishi conducted a visual inspection of the returned device. - nakanishi observed that the end cap was missing from the head part. - nakanishi did not observe any damage on the exterior. Head screw part check. - nakanishi did not observe wear or damage on the head screw part. - nakanishi confirmed the screw part using a screw gauge and no abnormality of size was observed. Visual inspection of other parts. - nakanishi disassembled the handpiece and performed a visual inspection of the other parts. - nakanishi observed dirt inside the cartridge. - nakanishi washed the dirt inside the cartridge and observed the gear, nakanishi did not observe abnormal wear. - nakanishi observed the metal wear in the cartridge which built into the head part. - nakanishi observed the dirt on the cartridge side gear. - nakanishi washed the dirt on the cartridge side gear and observed the gear, nakanishi observed the wear on the gear. - nakanishi observed that there was no abnormality gear on the drive shaft ass'y. - nakanishi took photographs of all of the disassembled parts and kept them in a file. Operation check: - nakanishi performed a simple movement test. - nakanishi set a new end cap and a test bur in the handpiece and rotated it by hand, nakanishi observed a rotational resistance. - nakanishi confirmed that the rotating shaft and end cap contact when loading the test bur. Conclusion reached based on the investigation and analysis result. - nakanishi determined that when the rotating shaft contacted the end cap during the rotation, a force in the loose direction was applied to the end cap and it was detached. - nakanishi considered that the cause of the contact between the rotating shaft and end cap was due to the wear of the metal. - a lack of the maintenance causes the accumulation of dirt (abrasive powders/foreign materials) in the inside the parts, which causes the wear of the parts.

Manufacturer narrative:
This event occurred in (B)(6), but similar products are marketed in the us under (B)(4).the dentist did not disclose the patient's name or weight.

Event description:
On (B)(6) 2016, nakanishi received an email from a distributor ((B)(6)) explaining that a handpiece head fell apart in a patient's mouth. Details are as follows. The dentist was performing a tooth restoration on a patient when the head of the handpiece fell apart in the patient's mouth. The dentist retrieved most of the parts, except for the handpiece cap, which the patient swallowed. The dental office took the patient to the hospital to have an x-ray. The event occurred on (B)(6) 2016. According to the dentist, the patient is now fine. The dentist has the results of the x-ray showing where the piece the patient swallowed went. However, the dentist was on annual leave until (B)(6) 2016. The distributor will update information accordingly once they know the results of the x-ray.